Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported by a caregiver that the patient's enteral feeding device fell out of the stomach. The feeding device could not be found. The caregiver stated that the tube was in place for about a month before the device fell out. The caregiver further states that they were trying to replace the tube at home and had a difficult time because the stoma was nearly closed. The caregiver took the patient to the emergency room and the stoma was dilated to replace the tube. The patient is doing fine with no issues.